Event description:
Stryker arthroscopic shaver blade - 4.0 mm slap bur was being used during a shoulder arthroscopic procedure when the blade "froze up". The blade was removed. A new blade was inserted and the procedure was completed. There was no injury to the pt.